Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the patient experienced shortness of breath. It was also reported that the ra lead exhibited over-sensing and right ventricular (rv) lead exhibited under-sensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.